Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair can drive on a flat surface without a problem, but when it goes up a ramp the chair dies.